Manufacturer narrative:
(B)(4). The recipient was reportedly explanted due to poor power consumption and a technology upgrade. The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed severed electrode wires at the fantail region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.

Event description:
The recipient's device was reportedly not functioning. The recipient's device was explanted. The recipient was reimplanted with another cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.